Manufacturer narrative:
(B)(4). This complaint for a system error 2367 was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display the previous night. The home patient (hp) had solution in the heater bag and final bag. When the hp woke up, her quilt was wet. The technical service representative (tsr) reviewed possible causes for the alarm and referred the hp to the nurse. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.